Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. No changes have been made and the ICD remains in service. No adverse patient effects were reported.